Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes, one tube exhibited low draw volume and push off. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 56 usp units blood collection tubes, one tube exhibited low draw volume and push off. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation of underfill and tube push-off. Therefore, 100 retention samples from bd inventory were visually inspected. The hemogard closure assembly correctly assembled and placed on the tubes. In addition, a draw test was performed on 10 retention tubes. All tubes were within specification limits with no issues identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint was unable to be confirmed for underfill and tube push-off. Bd was unable to identify a root cause for indicated failure modes.